Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 12, but no notable events occurred prior to issue. There was no adverse impact to customer's blood glucose level. Cts provided pump reset information and assisted in resetting pump, resolving malfunction without recurrence; caller was advised to contact cts if issue recurs and understood instructions.